Event description:
The following report was received from the affiliate: during a coronary intervention to the 90 % stenosed, moderately calcified and tortuous lesion at the mid left anterior descending coronary artery, while the cypher stent was being inflated, the pressure of the inflation device decreased and the balloon ruptured at 10atms. Therefore, the stent delivery system was removed from the patient and post-dilation was conducted. The stent was implanted safely and the procedure was finished.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.